Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. X-ray images from the day of the initial stent placement were evaluated. No x-rays showing the reported reocclusion were available. Based on the provided images, no indication for an irregular stent placement or a defect of the placed stent was found. Based on the images available, no indication for a device relation of the reported reocclusion could be identified. Previous investigations of similar complaints have been reviewed. The reported in-stent reocclusion may have been caused by various factors and may occur inside non defective stents that have been correctly placed. Reocclusion of the target vessel may be related to the general condition of the patient as well as to the vessel anatomy of the patient. Irregular stent placement as well as insufficient pre- or post-dilation may be contributing factors. In this case pre-dilation as well as post-dilation with a drug eluting balloon was performed. The IFU states that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. The stent deployment procedure was found to be properly addressed in the IFU.

Event description:
It was reported that 12 months post implantation of the vascular stent in a pre-dilated lesion of 200 mm length in the right proximal popliteal artery, an in-stent reocclusion and thrombus was detected. Reportedly, the stent was post-dilated with two drug-coated balloons (diameter 4 mm and 5 mm). On the basis of the clinical findings, further revascularization is required.

Manufacturer narrative:
The device history records are being review. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that 12 months post implantation of the vascular stent in a pre-dilated lesion of 200 mm length in the right proximal popliteal artery, an in-stent reocclusion and thrombus was detected. Reportedly, the stent was post-dilated with two drug-coated balloons (diameter 4 mm and 5 mm). On the basis of the clinical findings, further revascularization is required.